Event description:
Customer reported via phone call to have received a button error alarm after dog picked up insulin pump when dropped. As a result, buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with intermittent down arrow buttons due to flattened dome switch cause by dog chew marks (creased). No button error alarms noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with shifted end cap sticker. Unit received with dog chew marks.